Event description:
It was reported that the pt was undergoing a subclavian insertion. The spring wire guide was inserted without difficulty, with an incision made prior to insertion of the dilator. The dilator was advanced approx 2/3 of its length without resistance. When the dilator was removed, it was noticed that the tip portion was missing. The catheter was inserted without difficulty. An x-ray was performed later, locating the dilator tip under the clavicle. A surgical procedure was performed to remove the tip.